Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the tachycardia therapy setting was turned off during an in-clinic follow-up. It is unknown if this was programmed off by a user or if it was disabled by itself. The patient did not miss any high voltage defibrillation therapy due to the event. The device was replaced due to normal battery depletion, and the patient was in stable condition.

Manufacturer narrative:
The reported complaint of phantom programming was not confirmed. The device was received in normal elective replacement indicator range of operation. Analysis of device image was performed and no anomalies were revealed. Further electrical testing was performed and no issues were revealed. A longevity assessment revealed the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage.